Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose declined to 42 mg/dl. The customer's blood glucose was 50 mg/dl at the time of the call. Customer was assisted with programming their basal rates and bolus wizard. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.